Manufacturer narrative:
Updated fields - b4, d1(brand name), d4 (version or model, catalog, UDI), d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that when in use the cardiosave intra aortic balloon pump (iabp) had internal communication error occurred. There was patient involvement however, no adverse event reported. Call received from customer. The unit was restarted and still in use. The issue is currently being reviewed for the reported issue. No further information is available complaint will be closed and, in the event, new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, cardiosave intra-aortic balloon pump (iabp) had internal communication error occurred while using cardiosave. There was no harm or injury.